Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-72106. It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) and the right ventricular (rv) lead were oversensing noise and the ra and the rv leads had insulation breach. The patient had no adverse consequences.